Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 03 november 2014, no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes on an event in (B)(6) as follows: it was reported that the orif (open reduction internal fixation) surgery for the fracture of the lateral malleolus was held on (B)(6) 2016. Locking compression plate (lcp) distal fibula plate was applied for the surgery. During the surgery, the surgeon predrilled the bone using the reported drill bit to insert some locking head screws in the distal holes. When the surgeon attempted to pull out the drill bit from the bone, the surgeon experienced difficulty pulling out the drill bit at the cortex bone. The drill bit was found broken when the surgeon pulled out the drill bit completely. No surgical delay was reported. No adverse consequence was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Hospital contact number: (B)(6). Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The spirals groove was untwisted. The received parts were broken into two parts. The tip (third part of the article) is missing. The laser etching was readable. A check/ measurement of the hardness of each lot of the processed materials (blanks) are mandatory and documented in the production order. All these measurements fulfill the specifications. Additionally, all dimensions of the claimed item, which are relevant for the function of the product were measured and fulfill the specifications. Based on this information, the complaint is rated as confirmed, but not as valid from the point of view of the manufacturing site. No manufacturing related issues were identified it is likely that an overloading situation led to this breakage of the shaft. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.